Manufacturer narrative:
Reporter name: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implanting surgery, after starting the pump for de-airing the surgeon released the cross clamp on the hm3 outflow graft. On the echo there was visible number of air in the left ventricle. The pump was disconnected from the apical cuff and re-tested with the water with no abnormal behavior noted. When the blood pump was reattached to the apical cuff, the de-airing process was restarted again with a high number of air bubbles noted in the left ventricle. Abbott was then called to discuss situation with the surgeon. It was recommended to check the patency of the apical cuff, outflow graft connection and repeat the de-airing procedure. Despite feedback from the distributor and abbott, the surgeon decided to exchange the pump for a new one. After the exchange, the de-airing process was restarted, but there was still a high number of air bubbles in the left ventricle. The surgeon decided to revise and place additional sutures on the apical cuff. The surgeon then repeated the de-airing which allowed them to discontinue cardio-pulmonary bypass with the ECMO for the patient to leave the operating room. The patient was continued to be monitored. It was noted that there was no issue observed with the apical cuff sutures, although additional sutures did resolve the issue. It was unknown if the patient had any adverse effects from the delay and air bubble observed as the patient had acute respiratory distress syndrome (ards) at the time of the implant. The patient's status has improved, but is still on ECMO due to the ards. It was noted that the lvas was working well.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-04364. It was noted that the apical cuff was not replaced during the pump exchange and there was no further revision after placing additional sutures on the apical cuff.

Manufacturer narrative:
Manufacturer's investigation conclusion: the root cause of the reported air entrainment into the left ventricle could not be conclusively determined. The account stated that a revision of (B)(6) apical cuff and additional sutures solved the issue. It was reported that after starting the pump ((B)(6)) for deairing and releasing the cross clamp on the outflow graft, the surgeon noted air bubbles on the echocardiogram. The pump was disconnected from the apical cuff and re-tested in water with no abnormal behavior noted. The pump was reattached to the apical cuff and deairing was begun again. Air bubbles were again noted in the left ventricle. Abbott was contacted and recommended checking the patency of the apical cuff and the outflow graft connection, and repeating the deairing procedure. The surgeon decided to exchange the pump with a backup heartmate 3 ((B)(6)). When deairing was restarted with the new pump, air bubbles were again seen in the left ventricle. No issues were noted with the apical cuff sutures. The surgeons decided to revise and put additional sutures on the apical cuff. The revision resolved the issue. Repeating the deairing allowed the surgeon to discontinue cardiopulmonary bypass and the patient left the operating room with venoarterial extracorporeal membrane oxygenation (va ECMO), which had been started pre-operatively. The patient had acute respiratory distress syndrome at the time of the procedure and it is unknown if the bubbles resulted in any adverse events. On 04aug2021, the account reported that the patient was doing better and was still on ECMO, and that the pump was working well. The submitted echocardiogram videos and image appeared to show the interior of the heart, and multiple white spots were noted in this area that appeared to be moving. The source of the reported air bubbles could not be determined based on the submitted videos and photo. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related issues have been reported. The heartmate 3 lvas instructions for use (IFU) provides information regarding the suturing of the apical cuff onto the heart and how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. The IFU provides information regarding how to properly de-air the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. This IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 5 of the IFU, "surgical procedures," provides information regarding how to insert the pump into the ventricle and ensure proper engagement of the cuff lock. The IFU provides information regarding how to properly de-air the pump during implant and warns that prolonged de-airation may be due to inadequate blood supply to the left ventricular assist device or a leak in the sealed outflow graft or sealed inflow cannula. This IFU also warns that a complete backup system must be available on-site and in close proximity for use in an emergency. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.